Manufacturer narrative:
This lead was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead had dislodged, prompting a revision procedure to reposition the lead. Following the procedure, p-waves observed on the atrial channel were aligned with those on the right ventricular (rv) channel. It was noted that the physician considered either reprogramming the device or performing an additional procedure. No additional adverse patient effects were reported. This ra lead remains in service.